Manufacturer narrative:
(B)(4), date sent: 1/23/2025.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch #unk. Video analysis: this is an analysis of two videos submitted for evaluation. During the visual analysis, the following was observed: the first video shows an echelon flex 45 mm with the closure trigger and the jaws in the closed position, also a blue reload loaded can be seen. The indicator was noted on the lock position. The condition noted on the indicator in the lock position indicates that the knife was not returned completely to the home position and this causes it that be unable to open the jaws. The second video shows an echelon flex 45 mm with the closure trigger and the jaws in the closed position with a blue reload loaded. At the 00:05 mark, the red manual knife reverse button was activated. The firing trigger was squeezed for 4 strokes, the release button was pressed, but, the jaws did not open. However, the knife position cannot be observed. Please note instruction for use: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 962c65, and no non-conformances were identified.

Event description:
It was reported that during a gastroplasty the stapler locked and did not unlock any more, even making the red notion mechanism down to unlock.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch #962c65. Video analysis: this is an analysis of two videos submitted to for evaluation. During the visual analysis, the following was observed: the first video shows an echelon flex 45mm with the closure trigger and the jaws in the closed position, also a blue reload loaded can be seen. The indicator was noted on the lock position. The condition noted on the indicator in the lock position indicates that the knife was not returned completely to the home position and this causes it that be unable to open the jaws. The second video shows an echelon flex 45mm with the closure trigger and the jaws in the closed position with a blue reload loaded. At the 00:05 mark, the red manual knife reverse button was activated. The firing trigger was squeezed for 4 strokes, the release button was pressed, but the jaws did not open. However, the knife position cannot be observed. Please note instruction for use: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 962c65, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch #456c13. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with the jaws and closure trigger in the closed position and the firing mechanism in the lockout symbol with the knife not fully back. The condition of the knife advanced noted on the device, should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. A gst45b reload was loaded in the device. The reload was received fully fired. Furthermore, the knife could not be returned to the home position and some blue shavings and drivers were noted between the knife and reload. One driver was found lodged and damaged behind the knife, resulting in the firing mechanisms jamming and knife damaged causing the device could not be opened. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. The device was disassembled to verify the integrity of the internal components and the knife was observed to be damaged and outside of the reel in the channel area. Also, the reload was removed from the device and it was noted damaged from the deck, the body reload, the pan was partially dislodged from the right side and the sled was found to be broken. In addition, 5 drivers were noted missing. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456c13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. Corrected data: h3. Device evaluated by manufacturer.